Manufacturer narrative:
The specimen was collected in a standard venipuncture, edta tube. Instrument is currently within qc specifications with respect to controls (accuracy) and repeatability (precision). Controls were run before and after event and recovered within assay ranges. Bci field service engineer (fse) was dispatched for this event. Fse verified dxh instrument operation and collected raw data for analysis. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxh 800 coulter cellular analysis system generated erroneous low retic %, without instrument generated flags. Erroneous result was reported out and questioned by the physician. Rerun of the specimen on an alternate instrument and manual retic recovered higher retic results than the dxh 800. A corrected report was sent out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.